Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) due urethral atrophy and non-functioning implant.. The entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event.

Manufacturer narrative:
Additional related components: model number: 72400024, lot number: 677861010, model description: balloon fgs 61-70 cm. Model number: 72404127, lot number: 687868018, model description: control pump fgs iz.

Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) due urethral atrophy and non-functioning implant.. The entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event. It was further reported that the aus was explanted due to a "non functioning implant." The patient experienced recurring incontinence due to urethral atrophy.